Event description:
It was reported that the fowler gas cylinder was damaged and could not hold the weight of the fowler. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted as investigation found the issue was that the fowler would not raise. It could be lowered to its low, flat height, which is the optimal position for medical intervention. The fowler was not drifting. This issue is not likely to cause or contribute to serious injury or death if it were to recur.

Event description:
It was reported that the fowler gas cylinder was damaged and could not hold the weight of the fowler. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.